Event description:
It was reported that while doing a primary xxl distal radius plate the first 2 screws broke, used another plate surgery worked fine.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.